Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "bumps" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected 5 months ago around the mouth and in between the eyebrows with one syringe of juvéderm® volift. Four months later patient experienced ¿bumps around the mouth, lips, in mouth, and between the eyebrows.¿ this month the patient was provided with a medrol dose pack. The symptoms are ongoing.